Manufacturer narrative:
(B)(4). Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
The complainant reported an over-delivery. The pump was set at 25 ml/hr; however, a 1000 ml bottle infused within a 4 hour period.